Manufacturer narrative:
(B)(4).

Event description:
It was reported the "medical doctor md was performing the procedure according to instructions for use (IFU). The md assembled the sheath by inserting dilator into hemostasis sheath introducer. However, the medical doctor noticed that the sheath was not straight. The medical doctor could not proceed with the procedure, and finished by using another catheter."

Event description:
It was reported the "medical doctor md was performing the procedure according to instructions for use (IFU). The md assembled the sheath by inserting dilator into hemostasis sheath introducer. However, the md noticed that the sheath was not straight. The md could not proceed with the procedure, and finished by using another catheter."

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "the sheath was not straight" is not confirmed. Upon return, each sheath was visually inspected with no abnormalities noted. Although, the root cause of the complaint is undetermined the returned devices passed visual specifications. No further action required at this time.